Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative found the field size to be out of adjustment at 23mm. The representative calibrated the collimator and aligned the beam, adjusted to 1mm difference between the field size and the viewable image which is within limits. The system was tested and found to be working as intended and put back in service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system radiation field size needs to be adjusted. No patient injury was reported.